Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced due to vegetation on the tricuspid valve. It was also noted the patient had an infection and intracardiac echocardiography showed vegetation on the leads. No further patient complications have been reported as a result of this event.